Event description:
It was reported that during an ablation post implant, the right atrial (ra) lead came into contact with the catheter and was dislodged. The lead was repositioned and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).